Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused when delivering total parenteral nutrition (tpn). The infusions were completing sooner than expected. The infusion parameters provided were 1050ml volume to be infused (vtbi) and 1100ml amount delivered. There was no known patient injury or medical intervention associated with this event. No additional information is available.